Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Correction: patient identifier in a1 was incorrectly reported as jk. The correct patient identifier is (B)(6).

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged headache for 3 weeks, sore throat, and heavy cough, feeling bad, respiratory infection. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external investigation showed that there were no signs of contamination on the outside for the device and internal investigation showed that there were signs of an unknown contamination in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section h6 were updated in this report.

Manufacturer narrative:
Additional information was received on nov 18 , 2024 and section h10 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged headache for 3 weeks, sore throat, and heavy cough, feeling bad, respiratory infection. There was no report of serious patient harm or injury.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a respiratory infection. The patient required medical intervention in the form of a doctor's assessment and prescription for antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.